Manufacturer narrative:
(B)(4). No sample was available.

Event description:
The home patient (hp) was using the restroom, when she noticed the transfer set and the plastic kendall beta-cap adapter were separated. The hp reattached the transfer set and ended therapy. The hp stated that the catheter adapter and transfer set looked fine and no damage was seen. The hp went to the local hospital, receiving prophylactic antibiotics and a new transfer set was attached. The hp had been using the transfer set since (B)(6) 2009, when she started peritoneal dialysis (pd). The transfer set had never previously been reattached to the patient. The pd registered nurse (rn) stated that the original connection of the transfer set to the catheter adapter was made by hand and no initial connection difficulties were noticed. The hp often stored the catheter against her body. The hp has been doing fine and continuing therapy on the cycler as usual.